Event description:
It was reported on (B)(6) 2016 that the patient is referred for a full revision due to lead break. The patients neurologist stated that the patient had recently been involved in an automobile accident and that this was likely the cause of the lead break. No additional relevant information has been received to date. Although surgery is likely, no surgical intervention has occurred to date.

Event description:
High impedance was confirmed to have been observed on a system diagnostic test. The high impedance was first seen on (B)(6) 2016. No additional relevant information has been received to date.

Event description:
The patient's explanted generator underwent product analysis and it was discovered high impedance was first seen at an earlier date. No other relevant information has been received to date.

Event description:
The patient had lead revision surgery. The explanted lead was discarded.